Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, it was noted that the common iliac arteries were calcified. This indicated that the probable cause of the advancement difficulties was calcified patient anatomy. Vascular injuries, such as dissection, are known potential adverse patient effects per the evolutr instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through challenging anatomy. Overall, there were no findings to suggest a device quality deficiency related to the manufacturing of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned, however, the analysis is still in progress. When the analysis results are completed, the results will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the inline sheath of the delivery catheter system (dcs) was difficult to advance through the calcified common illiac arteries. Upon removal, the dcs became stuck in the right common femoral artery. The dcs was withdrawn to the external arteries and a right iliac dissection was noted. A covered peripheral stent was surgically implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule fully closed. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was no damage noticed on the threading of the screw gear. The distal edge of the capsule seats flushed against the catheter tip when fully advanced. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. On attempted retraction of the capsule there was foreign matter observed on the inner member and behind the spindle hub on the middle member. The foreign material looked like blood tissue and was 10 mm in length. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. If information is provided in the future, a supplemental report will be issued.